Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the insert confirms there is minor damage to the lock detail and pitting on the articulating surface. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted damage/deformation was observed on the articular surface of the tibial insert; this was potentially caused by third-body particulate (bone cement, bone, etc.). Damage/deformation was observed within the extraction slot potentially created during extraction from the tibial base. Features observed on the insert were consistent with those created by contact with third-body particles/a surgical instrument. The underlying cause of revision could not be definitively determined from this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to implant failure. The insert showed signs of delamination and pitting in the polyethylene.